Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. Several different positions were attempted but resulted the same. The lead was not implanted.